Manufacturer narrative:
This device is distributed outside the united states; however , it is similar to the united states product. This device is one of three products associated with this event. Please refer to MFR report # 9616099-2005-01352 & 9616099-2005-01353. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
After receiving a 3.00 x 33mm cypher stent, the patient had restenosis. The patient was enrolled in the clinical study. In 2004, a 3.0 x 28mm cypher (lot i0804049), and a 3.5 x 23mm cypher (lot i0704088) were implanted at the right coronary artery (rca). Two months later, a 3.0 x 18mm cypher (lot i4904080) was implanted at mid left anterior descending (lad). In 2005, the patient complained of chest pain and an emergent percutaneous coronary intervention was conducted and restenosis was confirmed in the two cyphers implanted at the rca. At this time, the posterior descending (pd) - atrioventricular branch (av) was treated. Pre-dilation was conducted with a balloon (2.5/30mm) at 24atm for 12 to approx 20 seconds. A 2.5 x 18mm cypher (lot unknown) was implanted at 16atm for 30seconds. Post-dilation was not conducted. The stenosis before the procedure was unknown, but there was 25% after the procedure in the av. There was no stenosis in the (pd), but because the vessel was narrow, a 2.5 x 18mm cypher (lot unknown) was implanted. Eight days later, there was restenosis in the cypher implanted at the mid lad, which was treated by implanting a 3.5 x 18mm cypher , a 3.0 x 23mm cypher and a 2.5 x 23mm cypher. Eight months later, silent ischemia was observed. One hundred percent diffused restenosis was observed inside the cypher implanted in the rca and in 2006, a 3.0 x 33mm cypher (lot i1105081) was implanted at 23atm for 30 seconds from the mid portion to the proximal end of the initially implanted cypher overlapping. The same month, silent ischemia was observed and on the same day, 75-90% stenosis was observed in the rca, however, this was not treated at this time. A de novo lesion at the left circumflex was treated.